Event description:
It was reported that during change out of the patient's implantable cardioverter defibrillator (ICD) the atrial lead was damaged and exhibited less than 200 ohms impedance. The lead was replaced and the patient's condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.